Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2018 regarding a patient receiving lioresal (2000.0mcg/ml at 142.1mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and multiple sclerosis. It was reported that per pump logs, a motor stall occurred on (B)(6) 2017 at 12:37 prior to a refill, and recovered on the same date at 15:32 just after the refill was completed. No symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2018-(B)(6). It was reported that a pump motor stall occurred on 2017-(B)(6) at 13:38. It was indicated that the stall was related to magnetic resonance imaging (MRI) as the patient had undergone an MRI of the brain and cervical spine. The pump was reprogrammed and a motor stall recovery occurred on the same date, and it was indicated that the event resolved without sequelae on 2018-(B)(6). No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
Additional review determined that the previously reported information pertaining to manufacturer's report # 3004209178-2018-19980 [motor stall and recovery, MRI] was previously reported. Additional information regarding that event will be reported under this manufacturing number 3004209178-2016-04740 [volume discrepancy; catheter occlusion]. If information is provided in the future, a supplemental report will be issued.